Event description:
This unsolicited case from (B)(6) was received on 07- dec-2017 (additional information received on 08-dec- 2017; both processed together with the clock start date of 07-dec-2017) from the physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had a staphylococcal infection, articular stroke, swollen calf and collection (sic) on the calf with infection. No relevant medical history, past medications, concurrent conditions and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with first intra-articular synvisc one injection once (dose: unknown) for arthrosis. On an unknown date in 2017, after unknown latency the patient had burn sensation, flushing and swelling. It was reported that as corrective treatment, the patient underwent an aspiration. It was reported that the symptoms persisted and the patient underwent an arthroscopy. On an unknown date in 2017, the patient experienced an important inflammation and a staphylococcal infection and he had been followed-up by and infectiology doctor. The patient had not yet recovered. On an unknown date in 2017, after unknown latency the patient experienced a very intense articular irritation articular stroke and articular cyst and also had swollen calf for 2 weeks, very swollen knee and secondarily (in the physician's opinion), he experienced "collection[sic]" on the calf with infection. It was reported that every event quoted occurred on the right knee, and the patient did not experience anything on the left knee. It was reported that the patient experienced burning sensation "detachment" [sic] and bothering similar to a reactional synovitis. The physician informed that the patient injected the medication on a thursday, and on a monday. Corrective treatment: arthroscopy for a staphylococcal infection, not reported for other events outcome: not recovered for a staphylococcal infection; unknown for rest of the events reporter causality: the reporter related the events to synvisc one. Seriousness criteria: required intervention for a staphylococcal infection a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) and results were pending for the same. Additional information was received on 21-dec-2017 from the physician. The additional events of staphylococcal infection, articular stroke, swollen calf and collection (sic) on the calf with infection were added. The previously reported events of burn sensation, flushing and swelling were updated as symptoms. The symptoms of a staphylococcal infection, important inflammation, a very intense articular irritation, articular cyst, detachment [sic] and bothering, similar to a reactional synovitis and collection[sic] on the calf with infection were added. Reporter causality was updated from not reported to related. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment dated 21-dec-2017: this case concerns a patient who received synvisc one injection and later had joint infection for which arthroscopy has been performed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6), was received on 07- dec-2017 (additional information received on 08-dec- 2017; both processed together with the clock start date of 07-dec-2017) from the physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had a staphylococcal infection, articular stroke, swollen calf and collection (sic) on the calf with infection. No relevant medical history, past medications, concurrent conditions and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with first intra-articular synvisc one injection once (dose: unknown) for arthrosis. On an unknown date in 2017, after unknown latency the patient had burn sensation, flushing and swelling. It was reported that as corrective treatment, the patient underwent an aspiration. It was reported that the symptoms persisted and the patient underwent an arthroscopy. On an unknown date in 2017, the patient experienced an important inflammation and a staphylococcal infection and he had been followed-up by and infectiology doctor. The patient had not yet recovered. On an unknown date in 2017, after unknown latency the patient experienced a very intense articular irritation articular stroke and articular cyst and also had swollen calf for 2 weeks, very swollen knee and secondarily (in the physician's opinion), he experienced "collection[sic]" on the calf with infection. It was reported that every event quoted occurred on the right knee, and the patient did not experience anything on the left knee. It was reported that the patient experienced burning sensation "detachment" [sic] and bothering similar to a reactional synovitis. The physician informed that the patient injected the medication on a thursday, and on a monday. Corrective treatment: arthroscopy for a staphylococcal infection, not reported for other events outcome: not recovered for a staphylococcal infection; unknown for rest of the events reporter causality: the reporter related the events to synvisc one. Seriousness criteria: required intervention for a staphylococcal infection a pharmaceutical technical complaint (ptc) was initiated with (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information was received on 21-dec-2017 from the physician. The additional events of staphylococcal infection, articular stroke, swollen calf and collection (sic) on the calf with infection were added. The previously reported events of burn sensation, flushing and swelling were updated as symptoms. The symptoms of a staphylococcal infection, important inflammation, a very intense articular irritation, articular cyst, detachment [sic] and bothering, similar to a reactional synovitis and collection[sic] on the calf with infection were added. Reporter causality was updated from not reported to related. Clinical course updated. Text was amended accordingly additional information was received on 26-jan-2018. Global ptc number and ptc results added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 26-jan-2018.: the follow up information does not change previous case assessment. This case concerns a patient who received synvisc one injection and later had joint infection for which arthroscopy has been performed. Based upon the information available, the causal role of the product cannot be denied for the occurrence of events. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's current clinical presentation, medical history, concomitant medications and other risk factors precludes the complete medical case assessment.

Event description:
This unsolicited case from (B)(6) was received on 07- dec-2017 (additional information received on 08-dec- 2017; both processed together with the clock start date of 08-dec-2017) from the physician. This case concerns a male patient of unknown age who received treatment with synvisc one and later after unknown latency had burn sensation, flushing and swelling. No relevant medical history, past medications, concurrent conditions and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection once (dose: unknown) for arthrosis. On an unknown date in 2017, after unknown latency the patient had burn sensation, flushing and swelling. It was reported that as corrective treatment, the patient underwent an aspiration. It was reported that the symptoms persisted and the patient underwent an arthroscopy. According to the reporter, there was no other possible explanation for the event. It was informed that the patient's physician was aware of this case. No additional information was provided. Corrective treatment: aspiration and arthroscopy for all the events outcome: not recovered for all the events seriousness criteria: required intervention for all the events a pharmaceutical technical complaint (ptc) was initiated with (B)(4) and results were pending for the same.